Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonic polypectomy with a cold snare procedure. According to the complainant, during the procedure, the snare loop had difficulty cutting through the target polyp while cold snaring and it was noted that bleeding occurred. There was no reported intervention required to treat the bleeding. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.